Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) bundle was returned for investigation. Visual evaluation of the as returned product bundle identified an implant damaged on the external threads with dried bone as well as a separate fractured implant mount hex. Debris and signs of use were identified on the implant hex. Additionally, there was a complete implant mount and screw returned with no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A mount fracture was identified during the evaluation. No per was provided. A pre-existing condition noted was allograft site. Additionally, the patient had moderate (type ii) bone density. The reported device was located on tooth #30 and was used for a single day/placement procedure. The customer did not provided pictures or x-rays. DHR review was completed for the subject lot number (1223282). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event or observed failure, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223282) for similar events and no other relevant complaint was identified for a screw fracture. However, one other complaint was identified for a similar mount fracture. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (mount fracture) or device (tsvtwb10). Therefore, based on the available information, device malfunction did occur as a fractured mount hex was identified. The following sections have been updated: g7: checked "follow-up".

Event description:
Additional information received confirmed that the mount/ impression coping screw from the implant system fractured during implant placement. The fracture mount screw from the implant body was retrieved and doctor did not want to risk the implant as it could be damaged. Implant was removed and another one was placed instead.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional PMA/ 510(k) number k101880.

Event description:
It was reported that after implant placement while torquing down the implant (tsvtwb10) at tooth location 30, the implant fractured. The fractured implant was removed and replaced immediately with another implant. No serious injuries or delay was reported.